Event description:
During service by a baxter technician, the device failed accuracy testing by underdelivering. Per service shop, the hosp rep stated they have no record of any patient incident involving the pump since the last baxter service event.